Manufacturer narrative:
The device implanted in this pt was not specified. Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an ams, "pelvic mesh product," was implanted and, as a result of the implant, the pt experienced pain, erosion, incontinence, dyspareunia and required a surgical revision procedure. Report indicates that the pt has sustained permanent injury.